Event description:
It was observed that during the device evaluation, the subject device exhibited fog inside the ccd glass after exposure to high temperature and high pressure, the image became blurred, indistinct, or noisy. Additionally, the insertion tube had a dent. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.